Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Customer started unit and sparks started to fly and smoke. The product was not returned; however, an investigation will be completed if the product is returned. No additional information was provided.